Manufacturer narrative:
Batch review performed on 21 april 2020: lot 168025: (B)(4) items manufactured and released on 2-feb-2017. Expiration date: 2022-01-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 1 year and 2 months after primary surgery, due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and liner-swap and the surgery was completed successfully.